Event description:
It was reported that a percutaneous coronary intervention was performed on the right coronary artery (rca), heavily calcified lesion. An nc trek advanced to the lesion without an issue noted. Four inflations were performed at 18, 20, 22, and 26 atmospheres (atms). On the fourth inflation at 26 atms, the balloon ruptured. The device was removed without issue. There was no other device issue. There were no adverse patient effects and there was no clinically significant delay associated. Another device was successfully used in replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was discarded and is not returning for analysis. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that four inflations were performed at 18, 20, 22, and 26 atmospheres (atms) with the nc trek. On the fourth inflation at 26 atms, the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. In this case, it is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.